Event description:
Per oos, this lead was removed due to an insulation failure. This lead was replaced with another setrox s 45. Also removed, was a linox sd 65/16, MDR 1028232-2008-01102, also for insulation failure.